Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 48 mg/dl. Reportedly, the customer mistakenly requested a 15 unit bolus instead of entering 15 barbs into the bolus menu; subsequently decreasing their bg level. The customer attempted to consume carbohydrates to address their bg, however was treated with intravenous fluids of saline at the ER. Customer was discharged from the ER the following day with the issue resolved and no permanent damage.